Event description:
A customer contacted beckman coulter inc. (Bec), reporting erroneously low ise (na, k, and cl) results, generated on the au680 clinical chemistry analyzer. The sample results were as follows: initial na result was 114mmol/l and repeat result was 135mmol/l. The initial k result was 3.1mmol/l which repeated at 3.5mmol/l and the initial cl result was 84mmol/l which repeated at 100mmol/l. No results were reported outside of the laboratory. There was no change to patient treatment or effect to patient.

Manufacturer narrative:
Qc review indicated decreased recovery. Post troubleshooting, showed qc recovery back to acceptable values. The sample was collected in a starstedt tube with a gel separator. There were no other reported result issues from other samples during this period. No service was dispatched and customer continued to run analyzer without interruption. Customer stated that they found a small clot that was on the ise mixer paddle, which they cleared. Per customer, the cause of this event is fibrin issues with sample.